Event description:
It was reported "glide thru sheath broken halfway while removing". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "glide thru sheath broken halfway while removing". There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine."

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided one photo and one video for analysis. The complaint of peel-away sheath tears incorrectly was able to be confirmed by the photo and video. The photo and video show the extrusion portion of the peel-away sheath remaining on the catheter and the sheath tore incorrectly down the center. A device history record review was performed, and there were potential findings identified; however, it was determined the findings were not relevant. The instructions for use (IFU) provided with this kit warns the user, "precaution: avoid tearing sheath at insertion site which opens surrounding tissue creating a gap between catheter and dermis." The customer report of peel-away sheath tears incorrectly was confirmed by visual inspection of the customer supplied photo and video. It was determined the observed defect from the customer provided media is related to the tipping process. Based on these circumstances, manufacturing caused or contributed to the reported event. A non-conformance was initiated to further investigate this issue. Teleflex will continue to monitor and trend for reports of this nature.